Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) recorded a code 1007 indicative of exceeded charge time limit. Additionally, the remote monitoring was disabled due to limited battery capacity. Technical Services (TS) was consulted and upon data review discussed that the device set End of Life (EOL) battery status and remote monitoring disable due to a charge timeout and suspected that the device was not capable of holding charge. TS mentioned to consider the patient unprotected and recommended to program the tachy therapy off. Subsequently the field representative confirmed that tachy therapy had been disable with a magnet. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.